Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Gastric infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. Duopa start date was (B)(6) 2019. It was reported (B)(6) 2020 that the patient had snagged his peg-j tube on something and the stoma was sore to touch, had a lump and there was slight discharge. Patient had an endoscopy (B)(6) 2020 which showed the small intestine looked fine but there was an infection in the stomach. Patient was prescribed oral antibiotic keflex for 21 days. Patient stated the doctor loosened the internal retention plate, which was to loosen the lump.